Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular (rv) lead integrity alert (lia) were met. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range, the impedance trend on the rv pacing lead was variable, and oversensing due to non-physiologic signals/sic (sensing integrity counter). The 114 ventricular-sic recorded in the last 23 days. Rv pace impedance increased by more than 80% from january to march 2016. Lead failure predictor triggered on xx for lead impedance and ventricular-sic and non-sustained tachycardia. Rv pace impedance steady at approximately 361 ohms through 2015-12-27, steadily rises to 608 ohms between 2016-01-03 and 2016-03-06, then decreases to approximately 500 ohms by 2016-03-14. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 383059, lead, implanted: (B)(6) 2010.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to a number of sensing integrity counter (sic) and non sustained tachycardia episodes. Noise was also present with erratic impedance that has stayed within range. A fracture is suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.